Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. The product analysis lab (pal) evaluated the device. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The device was tested and passed both the homechoice return instrument test/evaluation (rite) functional and electrical testing. The device was determined to meet specification requirements per rite testing. External and internal inspection were performed and revealed no problems. Analysis of the device pneumatic system was performed and revealed no leak and all pressures were correct and stable. Device passed seal, purge and wet disposable integrity testing and successfully completed a short simulated therapy. A review of the device service history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Upon completion of the analysis there was no failure or malfunction identified that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized prior to death and passed away at home. Pd therapy was ongoing prior to death, but the patient was not connected to a baxter device or using baxter pd solutions at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.